Manufacturer narrative:
Sections with additional information as of 28-nov-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: received used pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the 32g pen needles did not aspirate the insulin. The package had not been open or damaged when received by the customer. The customer is using compatible product and the pen needles is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned 22 used pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Note: manufacturer contacted customer in a follow-up call 08-sep-2023 to ensure the replacement products resolved the initial concern, able to contact customer who stated she has received the replacement needles, however she is no longer using the product.